Event description:
A plate and screw were implanted in 5/16/97 for a pathologic fracture of right femoral neck. Pt never went to solid union. In 4/99 pt was diagnosed with shortening of lower extremity due to femoral neck resorption. Decision was made to remove subject device and revise to a prosthetic hip replacement. During the revision surgery, a screw broke during the removal. The screw was removed in its entirety along with all other hardware.

Event description:
A plate and screws were implanted in pt in 1997. At an unknown date post-operatively, the screw(s) were noted to be broken. All hardware was removed on an unknown date.